Manufacturer narrative:
(B)(6).

Event description:
It was reported that a peripheral intravenous catheter required several puncture attempts due to catheter presenting damage. No patient details were provided.

Manufacturer narrative:
Additional information was received indicating that the patient receiving a jelco® protectiv® safety i.v. Catheter required repeat puncturing. The patient was receiving treatment for an appendectomy at the time of IV placement. Updated information: date of birth - (B)(6) 2003, female, weight - 60kg, and date of the event - (B)(6) 2018.

Manufacturer narrative:
Evaluation summary: one jelco protectiv safety i.v. Catheter loose separate assembly and a locked needle guard assembly without protective sheath was received for investigation. Each of the returned components were examined under magnification for any potential related nonconformance(s) and were photographed. Each of the components were found to be acceptable, with no evidence of mechanical witness marks or damage. The separate components were manually reassembled and found to be functioning as designed. A DHR review was completed and additionally, a review of the manufacturing process was completed and deemed adequate and correct. Based on the investigation and evidence, the complaint allegation was not confirmed. No fault was found with the device.